Event description:
It was reported that a patient underwent a cervical fusion procedure at c3-c4 with a cervical plate and began experiencing post-op cervical symptoms. The patient reports "difficulty swallowing (continuously for 3 years), weakness in upper extremities, difficulty with legs, neck and back pain, chokes easily, and unable to have sex". It was also reported that the "patient may not have fused". No further information was reported.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.